Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had blank display. The customer's blood glucose was 170 at the time of incident. It also reported that insulin pump was not dropped and customer can not see anything other than big crack on the inside of the display. The customer was advised to discontinue the use of pump and revert to back up plan. The customer was advised that the pump will need to be replaced. The customer will return insulin pump for analysis.

Manufacturer narrative:
After battery installation insulin pump gave an unexpected solid white blank display with unexpected horizontal lines on display due to cracked broken traces on the lcd glass between the lcd controller and the lcd image area. Unable to perform the self test, sleep current measurement, active current measurement, displacement test or verify missing segments partial display due to display anomaly.